Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during the surgery of the right lower lobectomy, after fired with psee45a and two reloads gst45b, noted some staples malformed with irregular shape. When firing with psee45a and gst45d, could not fire farther after half fired. Changed to new device to complete the surgery. There was no patient consequence reported. No additional information can be provided.